Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: left unknown mentor saline implant. (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a primary breast augmentation with unknown mentor saline breast implants which the right side deflated after implantation. The issue was identified on mammogram and ultrasound. As a result, patient underwent removal and replacement with mentor gel implants serial number (B)(4), serial number (B)(4) on (B)(6) 2018.

Manufacturer narrative:
On 6/2/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information indicated that the date of event is (B)(6) 2018, and the catalog number of the replacement device for both left and right implants is 3504504bc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/28/2018, additional information received indicated the complaint device was non mentor device, and no further investigation of this event will take place. Manufacturer¿s reference number: (B)(4).